Event description:
The customer reported that the device was unable to acquire a 12-lead ECG, as two leads were missing. There was no negative impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.